Manufacturer narrative:
Insulin pump passed the displacement test. The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Analysis was unable to perform the error test, prime test, excessive no delivery test and occlusion test or verify no excessive no delivery alarm due to motor error alarm. Insulin pump was received with normal operating current. Pump passed self-test. Insulin pump passed off no power test. The motor was tested outside of the device and passed. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had multiple no delivery alarms even after multiple set change. The customer's blood glucose level was unknown at the time of the incident. It was reported that customer had to revert to insulin pen to treat high blood glucose. It was reported that the customer had a brief visit to the hospital to get insulin and schedule how to inject. The insulin pump was returned for analysis.